Event description:
It was reported, that the intra-aortic balloon pump (iabp) had a short battery run time on dc power. The iabp alarmed, when moving between units. It did not shut down. The iabp was plugged back in. The staff later, switched to a second pump. And the reported pump was sent to biomed. There was no report of patient complications, serious injury or death. The field service agent confirmed, the short runtime on the battery. The battery and the fiber optic connector were replaced.

Manufacturer narrative:
Qn# (B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of short battery runtime was confirmed, by the field service engineer. As a result, the battery was replaced. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the serial number/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed, the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "short dc run time" is confirmed. The pump shut off after approximately 25 minutes when operating on battery power after a full charge during the complaint investigation. The battery failed battery load test. A definitive root cause could not be determined but a potential cause of the short battery life is a result of battery maintenance. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. A device history record (DHR) review was conducted for the serial number/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a short battery run time on dc power. The iabp alarmed when moving between units, it did not shut down. The iabp was plugged back in. The staff later switched to a second pump and the reported pump was sent to biomed. There was no report of patient complications, serious injury or death. The field service agent confirmed the short runtime on the battery. The battery and the fiber optic connector were replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a short battery run time on dc power. The iabp alarmed when moving between units, it did not shut down. The iabp was plugged back in. The staff later switched to a second pump and the reported pump was sent to biomed. There was no report of patient complications, serious injury or death. The field service agent confirmed the short runtime on the battery. The battery and the fiber optic connector were replaced.